Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Batch or lot number for the product involved in this complaint was not received. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the tissue pad fell off. The case was completed using another device of the same product code. There were no patient consequences reported.